Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker previously showed one a half years remaining longevity. Then, after five months, the device showed two years remaining longevity and the magnet rate was at 100 pulses per minute (ppm). During the recent check, the device reached end of life (eol). The health care professional (hcp) thought that there was an early depletion. Boston scientific technical services (ts) discussed that data saving could not be done thus, the device would need to be returned for analysis. As of this time, the device remains in service. No adverse patient effects reported.